Event description:
The customer reported a fracture at the catheter tip while ablating. No pt injury reported. Analysis of the device revealed a severely bent catheter with an internal wire protruding through the catheter wall.